Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure ?limiting (apl) valve was replaced to resolve the issue.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve resulting in a loss of manual ventilation. The unit was replaced and case resumed. There was no report of patient injury.